Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified graft. A 1.25 mm rotalink¿ plus was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.